Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported that the customer had to press the insulin pump's buttons hard in order to get them to respond. The act button was hard to press. Customer's blood glucose level was 400 mg/dl. The high pressure test failed. The customer was thirsty. The customer treated his blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.